Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. Neither the balloon catheter or the introducer sheath were returned for evaluation. The results of the investigation are inconclusive and the root cause is unk. The current IFU (info for use) states - instructions for use: equipment required, introducer sheath (input sheath recommended). The current IFU (info for use) states the following: warning: if resistance is felt when either removing the guidewire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.

Event description:
It was reported that it was impossible to remove the balloon after deflation. The surgeon had to remove the introducer with the optiplast balloon.